Event description:
It was reported on the day of report, the patient was scheduled for bilateral implantable neurostimulator (ins) replacement due to normal battery depletion. Impedance readings were >10,000 ohms on the right ins and the patient had "high z on the right side going into the procedure," but there was no plan to replace anything other than the two inss. During the procedure, there was a brown substance inside of the extension at the ins connection site and a couple of inches down from there towards the visible portion of the lead-extension connection site. Contact pair 0-1 were being used for programming on the right ins, and it was noted the patient felt better on the left side than the right side of her body, in terms of symptoms. It was unknown what type of symptoms the patient usually experienced on her left side. The patient last saw the physician's assistant a month ago for programming needs, but it is unknown when the high impedances developed. An hour after replacement, the impedance issues were not resolved. The cause of the I ssue was not determined. It was indicated the patient felt the therapy was helping her both pre- and post-implant. No interventions or cause of the issues were reported regarding this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2002 (B)(6) ; product type extension product ID 37602, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 7438, serial# (B)(4); product type programmer, patient product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 3387-40, lot# l63558, implanted: 1999 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 7438, serial# (B)(6); product type programmer, patient product ID 3387-40 lot# j0225593v, implanted: 2002 (B)(6); product type lead. (B)(4).